Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead from another manufacturer exhibited loss of capture and pacing inhibition that led to aystole of 6 seconds. Diagnostics were stable and isometrics and troubleshooting could not recreate the asystole. A disk analysis and fluoroscopy of the lead also noted no anomalies. The pacemaker and lead were left on the left side of the body, the pacemaker was programmed vvi as back-up, and a new system was implanted on the right. No additional adverse patient effects were reported.